Event description:
It was reported that the customer has experienced no insulin delivery. Customer has problems with the infusion sets. It was stated that the customer received 3 boxes with the same lot and there were 5 faulty second boxes. Customer was instructed to get in contact when the no delivery alarm occurs. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.